Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After a procedure, the device was unable to be paired and communicate with the mobile application. The patient was provided with an abbott mobile transmitter to resolve the event and the patient was stable.